Event description:
It was reported that during percutaneous transluminal coronary angioplasty, stent dislodgement occured. A 2.25 x 12mm promus element plus stent got stuck inside another previously implanted stent and it came off the stent delivery system. Snared to retrieve the stent and completed the procedure with another of the same device. No further patient complications were reported. The patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).